Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 302 mg/dl. The customer's expected fasting blood glucose test result range is 110 to 180mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: 171mg/dl (B)(6) 2016 10:01 am fasting: yes, 161mg/dl (B)(6) 2016 07:48 am fasting: yes, 222mg/dl (B)(6) 2016 03:11 pm fasting: yes, 302mg/dl (B)(6) 2016 03:09 pm fasting: yes, 174mg/dl (B)(6) 2016 09:52 am fasting: yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 302 mg/dl. The customer's expected fasting blood glucose test result range is 110 to 180mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is within the month of december 2016. The meter memory was reviewed for previous test result history: (B)(6).